Manufacturer narrative:
This is an addendum to the initial MDR as additional information has been provided and a review of the manufacturing records has been completed. The manufacturing records review found that the lot was manufactured to specification. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Additionally, recurrence and seroma are known inherent risks of the procedure and are listed in the adverse reaction section as possible complications. Based on the new information provided the initial conclusion remains the same. At this time no definitive conclusions can be made as to the degree to which the device may have contributed to the patient's post operative course. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. (B)(6) 2016 - the patient underwent repair of a second time recurrent incisional midline umbilical hernia with use of the phasix mesh. The hernia defect measured 8cm in length and 6cm in width and is noted to be of swiss cheese configuration. Recto-rectus with component separation, ramirez/open technique was used for this procedure. The patient has a history of wound infection and the hernia site is assessed as contaminated but healed from the previous incision. (B)(6) 2016 - the patient was diagnosed with a subcutaneous collection (seroma) assessed as not related to the device and definitely related to the procedure. (B)(6) 2017 - the patient underwent a CT scan and was diagnosed with a recurrent hernia. The patient was given a prescription for a custom made abdominal restraint. The recurrence is assessed as being possibly device related and possibly procedure related. This is documented as moderate severity with ongoing resolution. No surgical intervention was reported to have been taken to date. Addendum based on medical records provided: ni/ni/2015 - the patient underwent insertion of an intraperitoneal patch (unknown) and was complicated by a digestive fistula with infection of the patch. Operative details not provided. (B)(6) 2016 - the patient underwent a parietal repair. Operative details not provided. (B)(6) 2017 - the hernia recurrence initially discovered on (B)(6) 2017 became strangulated. The patient currently has intermittent occlusive syndrome and feeding by mouth is impossible, semi-urgent treatment was taken. Per the operative dictation, a complete adhesiolysis of the small intestine with treatment of abdominal midline eventration with parietal reinforcement in the intra-peritoneal position with two non bard mesh was performed. During this procedure a chronic seroma cavity was detected and excised. Operative dictation notes a "prosthetic material was found and appeared to have been placed in the retro muscular (phasix) position and this was excised. Another mesh from the initial repair in 2015 (unknown) was well incorporated in the intraperitoneal position and this was left in place. Two redon drains were placed at the close of the procedure. Postoperatively the patient was treated with a nasogastric tube for an ileus with subsequent resumption of transit (bowel) and normal diet. The bacteria found in the seroma cavity during surgery grew staphylococcus lugdunenis which the patient was treated with antibiotics. The discharge summary states that the patient was discharged "in good overall health" this event is assessed as being severe and possibly related to both the device and the procedure. This event resulted in prolonged hospitalization

Manufacturer narrative:
Recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Based on the information available and the reported patient comorbidities, at this time no definitive conclusions can be made as to the degree to which the device may have contributed to the reported post operative recurrence. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent repair of a second time recurrent incisional midline umbilical hernia with use of the phasix mesh. The hernia defect measured 8 cm in length and 6 cm in width and is noted to be of swiss cheese configuration. Recto-rectus with component separation, ramirez/open technique was used for this procedure. The patient has a history of wound infection and the hernia site is assessed as contaminated but healed from the previous incision. On (B)(6) 2016 - the patient was diagnosed with a subcutaneous collection (seroma) assessed as not related to the device and definitely related to the procedure. On (B)(6) 2017 - the patient underwent a CT scan and was diagnosed with a recurrent hernia. The patient was given a prescription for a custom made abdominal restraint. The recurrence is assessed as being possibly device related and possibly procedure related. This is documented as moderate severity with ongoing resolution. No surgical intervention was reported to have been taken to date.